Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels (>400 mg/dl). Customer changed pump settings (ratios), delivered correction bolus, changed out infusion set and cartridges. Customer reported that health care provider and clinical diabetes educator stated pump and supplies were performing as intended and customer's body rejects pump therapy. While hospitalized, customer was treated with intravenous (IV) magnesium drip, electrocardiogram, and IV insulin/fluids. Customer reported memory loss (acute amnesia). Customer was released from hospital one day after admission. Customer has been using alternate insulin therapy for approximately 9 weeks and bg levels are reportedly steady.